Event description:
Micropuncture catheter was passed into the external jugular vein. This was not able to be passed around into the internal jugular vein. There was some resistance to removing the catheter so the micropuncture sheath and wire were removed as a unit. As this happened, the wire wrapping began to unfurl. The wire unravelled to a distance of about 12 inches. Under fluoroscopy, the tip of the catheter was seen curled in the external jugular vein. No attempt was made to go after this vessel. Gentle traction was applied until the tiny wrapping wire fractured. The insertion site in the external jugular vein was closed with a single mattress suture of 5-0 nylon. The foreign body that remained was in the external jugular vein in the right neck and visible on the fluoroscope. Because of the pt's tenuous condition, no attempt was made to retrieve this.